Event description:
During case, dr attempted to cross a lesion with the 2.25x12 mini vision unsuccessful and removed the stent from the pt's body intact. Stent was visualized and found to be frayed at the end. Did successfully place a minivision 2.25x8. In 2007 01:42 pm.